Event description:
The pt was in a prone position and a sub-occipital procedure was being performed. "Approximately forty five minutes into procedure, pt's head slipped out of extension. Staff inspected and found clamp loose and tightened. Happened again. Found that pin pulled out". The pt substained an 7 cm scalp laceration.